Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
At time of surgery, the surgeon opened the pocket and found the bell was attached properly to pump. Easily aspirated from cap. The surgeon then noted it seemed to be leaking from pump segment connecting piece. They replaced that segment and aspirated again without difficulties. The affected catheter piece was thrown away by staff by mistake. There were no further complications reported/anticipated.

Event description:
Additional information was received from a consumer via a company representative. About 3 months ago the patient wasn¿t having ther apeutic relief. This was after a refill, patient would go into (B)(6) office and they would bump up the medication in his pump. The patient¿s family remembers indicated that during the refill 3 months ago, that the physician assistant (pa) tried to fill the pump and stuck the needle in 7-8 times to try and fill the pump. The patient went for emergent surgery on (B)(6) because (B)(6) pump site was so uncomfortable and it was a softball size bump and was really tight and patient was vomiting. When the physician did the surgery, he found that there was a puncture in the catheter and fixed the catheter. The patient¿s family believed the puncture is due to the refill that happened 3 months ago. After surgery, his medication was too high and he has since gone into the doctors office and they decreased his medication in his pump and is doing well. Patient is currently at home and is doing well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4) implanted: (B)(6) 2015 product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient, via a manufacturer representative (rep), receiving dilaudid (20 mg/ml, 7 mg /day) via an implantable pump for non-malignant pain. It was reported the patient and pain management physician noted fluid collection around the pump in the pocket. The patient was sent for a dye study. There was no history of falls or trauma per patient. The patient stated that at times, the pump pocket was full and the size of a baseball and others, not so much. The patient just noticed this over the past month or so. The patient was sent for a dye study on the date of this report. The catheter access port (cap) was accessed and physician drew back clear yellow fluid. Dye was injected and no dye was noted along the spine, but noticed layering out in the pocket. The physician then used ultrasound and aspirated the pocket and withdrew more yellow fluid and the pocket site went flat. It was stated, "thoughts that the catheter has become dislodged in the pocket". The patient stated he has not had good pain relief in "quite some time". It was reported the patient has been on antibiotics for about 3 weeks. It was stated, "most likely the patient will go back to hcp for a catheter revision and/or explant pending any infection. The issue was not resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has to have another surgery (6th) because the tubing has come unattached. A rep was present at the dye study, but didn¿t give her last name and didn¿t share results of tests and walked out before talking to the family. The family was also upset that technician did not review test results. It was reviewed often times, radiologists perform the tests, but it is up to a different physician to share the results with the patient/family. The patient states he saw a halo around the pump site during the dye study and patient has a softball type fluid buildup around pump site, the physician also reported the fluid was dirty orange color. Patient is going through withdrawals and not getting pain relief. Patient has been on antibiotics for about a month but they are not helping. This has been going on for about a month and a half. The family stated that when the physician implanted the catheter that it was said to have a lifetime guarantee. Reviewed warranty of the catheter and pump. Patient has an appointment with the doctor on (B)(6) for replacement. There were no further complications reported/anticipated.